Event description:
It was reported that a device was used during a laparoscopic gastric bypass. The device separated from the support arms. The case was completed with a like device with no patient consequence.